Event description:
It was reported that this patient experienced dizziness, vomiting, fever, ambulation difficulties, and cognitive changes after a follow up dosing appointment for vns. Patient¿s vns therapy level was adjusted on (B)(6) 2015 and the dizziness and other events began on (B)(6) 2015. Patient was taken to the ER and the physician in ER indicated that these events might be due to patient¿s medication. Lamictal has been stated to be a possible cause of the problem but has not definitively been determined to be the issue. No medication adjustments have been made to the patient following their implant. Patient¿s medication levels are to be checked prior to confirming the cause of patient¿s issues. Attempts for additional relevant information were unsuccessful to date.

Manufacturer narrative:
Suspect device UDI: (B)(4).